Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The explanted pump was not returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2016, the patient presented to the emergency department with dark urine and dyspnea on exertion. The patient's inr was 4.6, and the lactate dehydrogenase (ldh) was 1505 u/l on admission, and then peaked at 2709 u/l on (B)(6) 2016. There were no alarms associated with the event. On (B)(6) 2016, the pump was exchanged. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the report of elevated ldh could not be conclusively determined as the explanted pump was not returned for evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.